Event description:
The device was used to deliver external pacing therapy to a patient. The device was connected to the patient and the pacer function was enabled. The rate was set to 60 pulses per minute (ppm) and the current was set to 20 milliamps (ma). The current was increased to between 40 and 60 ma and the patient's pectoral muscles were reportedly observed to be twitching. However, the patient's ECG rhythm was not captured. The facility complained that the device did not capture the patient as expected.